Event description:
Customer reported via phone, she had an MRI done today. She removed the insulin pump but it was still in the same room, its alarming motor error. Customer's blood glucose was 168 mg/dl. Device alarmed during basal. The device also alarmed motor position encoder error when she tried to rewind. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase.